Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously marked in section b.2 as "other serious or important medical events" after review, it was determined no other serious or important medical events was reported ,this was incorrectly marked in section b.2. The report should have been sent for product problem only so b2 is unmarked.